Event description:
It was reported that the pulse generator was in back-up mode. An attempt to perform a download failed. During a follow-up three months previous measured battery data was 2.61 v, 15 ua, 6.1 kohms with a projected remaining longev- ity of five months at one hundred percent pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.